Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (lfs) USA alleging that the patient¿s onetouch verio iq meter was displaying an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issue occurred at 7 am on (B)(6) 2015. The patient manages their diabetes with an insulin pump. The patient reportedly increased their dose of novalog by ¿20-25 units¿ per day. The reporter stated that the patient experienced ¿stomach ache¿ 2 days after the alleged issue began. The reporter stated that the patient did not receive any further treatment for this reported symptom. The cca was unable to troubleshoot with the reporter as they could not recall which error message they obtained. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient¿s reported symptoms do not meet lfs¿ criteria for a serious injury, nor did the patient receive medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.